Manufacturer narrative:
Analysis found the unit with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. However, the unit passed rewind, basic occlusion, prime and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 276 mg/dl at the time of incident. The customer stated that they were not able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.